Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient developed a post-operative pump pocket infection following their implant in (B)(6) 2021. There were no external factors that contributed to the issue. Both the pump and catheter were explanted and discarded. No troubleshooting was performed. The issue was resolved and the patient was without injury at the time of the report. The patient's weight was unknown and they had a medical history of chronic pain syndrome.